Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a costumer from USA: "the infusion was through an in-line filter tubing set for tpn on an infant weighing approximately (B)(6). Distal occlusion alarm settings in this "nicu (0-2kg)" cca set at 6 psi. Nurse changed to new tpn bag at 8pm and accidentally left roller clamp clamped. It took 45 minutes for the distal occlusion alarm to sound - presumably because of the low 1ml/hr rate of infusion. At this rate, the length of time to build up to the 6psi to set off the distal occlusion alarm was too long. The infant did have a separate infusion of lipids via a syringe pump into the central venous line (umbilical) so there wasn't loss of vascular access. However, had this not been the case, there would have been. Should there be a lower psi setting available in the pumps, especially since these pumps are being advertised to be used for neonatal population and infuse at such low rates? Pump treatment information : neo-ICU (0-2kg) cca psi setting at 6. Type of drug: tpn. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no.